Event description:
The account alleged the brake caster and brake steer caster are not holding. No pt impact.

Manufacturer narrative:
The account replaced the brake caster and brake steer caster to resolve the issue.